Manufacturer narrative:
Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol perfix plugs on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is alleged that the device was defective.